Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device seemed to be off with flow. The biomed stated that the test pads only getting up to about 0.7 l/m. The biomed was notified that the pads should be removed during functional testing. The functional verification showed that the flow rate was 1.8 lpm, inlet pressure was -7.0 and circulation pump command was 51 percentage. It was explained to the biomed that the pads might have damage to them allowing air leak. The device functioned as normal when pads were disconnected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device seemed to be off with flow. The biomed stated that the test pads only getting up to about 0.7 l/m. The biomed was notified that the pads should be removed during functional testing. The functional verification showed that the flow rate was 1.8 lpm, inlet pressure was -7.0 and circulation pump command was 51 percentage. It was explained to the biomed that the pads might have damage to them allowing air leak. The device functioned as normal when pads were disconnected.